Manufacturer narrative:
Voluntary medwatch importer report# (B)(4) was received for this complaint. The investigation is in progress. A supplemental report will be submitted when additional information is provided.

Event description:
As reported by the field clinical specialist (fcs), during a tf tavr procedure with a 29mm sapien 3 valve in the aortic position, there were difficulties withdrawing the valve and delivery system requiring surgical removal of the devices, placement of vascular stents to repair a right iliac artery injury and laparotomy due to an aortic tear. The patient subsequently expired. As reported, when the commander delivery system and valve were being delivered through the esheath it was met with a lot of resistance. The team was able to deliver the valve through the esheath successfully. Valve alignment was attempted in a straight section of the anatomy. Upon valve alignment there was significant amount of tension in the system and the commander delivery system snapped and there was a large audible noise. The team was no longer able to perform fine adjust after this occurred. It was decided to remove the devices. The team tried to pull the commander delivery system and crimped valve back into esheath but were unsuccessful. After multiple attempts, it was decided to deploy the valve in the descending aorta. Upon this, the team realized the balloon was ruptured and could not be inflated. The vascular team assisted with a coda balloon inflation from contralateral access. Despite multiple attempts, the valve and delivery system were unable to be retrieved into the esheath. The vascular team performed a cut down to retrieve the devices and covered stents were placed to repair a right iliac artery injury. Th patient became unstable, and the vascular team performed a cut down to the aorta due to an aortic tear. However, the patient expired. Additional details regarding the patient demise are not available at this time. Per the facility report, after discussion with the cardiac and cardiology team, it was decided to extract the crimped valve and the balloon from the right groin access as a unit. An aortic occlusion balloon was inflated to maintain some hemostasis. The valve, the sheath, the balloon and the wire were withdrawn into the right common iliac artery. The whole unit was extracted from the right femoral artery. The sheath was removed; however, the valve caused the right iliac artery to be intussuscepted upon itself. The right iliac artery was extracted along with the valve and the balloon deployment mechanism. The iliac artery was transected, and the entire device was removed. However, after implanting covered stents, the patient was persistently hypotensive. A loss of perfusing rhythm was noted, and chest compressions were required. Since the patient was hemodynamically unstable despite having an aortic balloon occlusion, it was suspected that the patient may have had an aortic rupture from either a leak around the kissing stents or the occluding balloon. An urgent laparotomy was performed.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6: component code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was returned. An image review was performed on a 3mensio provided and the following was observed: tortuosity in patient access vasculature. A visual inspection was performed, and the following was observed: the nose tip with inflation balloon, crimped transcatheter heart valve (thv), and distal guidewire lumen were over guidewire, separate from the delivery system flex catheter. The thv was crimped on proximal shoulder of inflation balloon, and balloon torn at inflation/crimp balloon bond. A bent outflow strut on the thv, and multiple struts were exposed through the skirt. The balloon catheter was cut proximal to the default markers and not returned. Gouges were observed on the flex tip. There was damage on the sheath tip. Functional testing was performed, and gross alignment was able to be performed with no issues. Fine adjust able to be performed with no issues. Additional functional testing was unable to be performed due to returned condition of complaint device. Dimensional testing was performed, and the measured components were within specifications. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The complaint for fine adjustment was confirmed based on the returned configuration of the device. However, the complaint for gross alignment was unable to be confirmed as the event could not be replicated in the returned device and no imagery was provided regarding the reported issue. Evaluation of the returned device did not reveal any manufacturing non-conformances. As reported, "upon valve alignment there was significant amount of tension in the system and the system snapped and there was a large audible noise. The team was no longer able to fine adjust after this occurred." During evaluation of the returned device, it was observed that the valve was not across the working length of the inflation balloon. The patient's 3mensio was provided and tortuosity was observed in patient anatomy. Per the procedural manual, "if valve alignment is not performed in a straight section, there may be difficulties performing this step which may lead to delivery system damage and inability to inflate the balloon." If valve alignment was performed in a tortuous (non-straight section) vasculature, this can cause the valve to become unseated (non-coaxial placement of valve in relation to the flex tip) and "dive" into the flex tip. If the thv is unseated from the flex tip during alignment, it can result in higher than-normal alignment forces creating high tension in the system which can consequentially lead to the reported valve alignment difficulties. Additionally, it is possible that tension was introduced into the system during device preparation. Residual fluid left in the balloon and/or improper inflation of the balloon that disturbs the pleating of the balloon material during device preparation could cause resistance when the valve is attempted to be aligned onto the working length of the inflation balloon, leading to the reported valve alignment difficulty. A definitive root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and/or procedural factors (disturbed balloon pleats, residual fluid, valve alignment performed in non-straight section) could have contributed to the reported event. The complaint for balloon torn was confirmed based on evaluation of the returned device. Evaluation of the returned device did not reveal any manufacturing non-conformances. Additionally, a review of the device history records, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, "team decided to then deploy the valve in the descending aorta. Upon this, the team realized the balloon was ruptured and couldn't inflate." Additionally, it was noted that "upon valve alignment there was significant amount of tension in the system and the system snapped and there was a large audible noise." It is possible that the audible noise reported during valve alignment was the inflation/crimp balloon bond tearing. If excessive force is applied in an attempt to overcome resistance during fine adjust, this may cause the inflation/crimp balloon bond to tear. A definitive root cause was unable to be determined at this time. However, available information from complaint description and product risk assessment suggests procedural factors (excessive force during valve alignment) contributed to the reported event. The complaint withdrawal difficulty was confirmed based on evaluation of the returned device. However, a manufacturing non-conformance was unable to be determined. Additionally, a review of the device history records, and lot history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint. As reported, "the team tried to pull valve back into heath but were unsuccessful after multiple attempts." Additionally, "after multiple dry seal attempts were used the valve was unable to be retrieved. The vascular team performed a cut down and covered stents were placed." Tortuous patient anatomy could result in non-coaxial angles of withdrawal during system retrieval, potentially causing the reported withdrawal difficulties because of sub-optimal angles created during retrieval of the delivery system through the sheath. Additionally, it is possible that the non-coaxial withdrawal configuration may have resulted in the crimped valve and/or torn balloon catching on the sheath tip and causing the reported withdrawal difficulty and/or bent valve struts. A definitive root cause was unable to be determined at this time. However, available information suggests patient (tortuosity) and or procedural factors (non-coaxial withdrawal of valve, withdrawal of torn balloon) may have contributed to the reported event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. Therefore, no corrective or preventative action nor product risk assessment escalation is required at this time.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering findings during investigation of the returned device. Sections g6, h2, h6: component code, device code(s), and h10 has been updated. This supplemental is one of two reports being submitted for this case. Please reference manufacturer report number 2015691-2022-07042. Investigation of this event is ongoing.

Event description:
Per engineering findings during investigation of the returned device, the delivery system balloon was torn.